Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic is split from the gusset area of the broken haptic to the center of the optic. Marks are observed on the optic in the shape of a surgical instrument used to grasp the lens. Scratches, cracks and gouge marks are observed on the optic. The lens was cleaned for further evaluation. The lens appears clear. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. We are unable to verify and identify the root cause for the reported issues. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following the cataract /vitrectomy combination, lens was found to be dislocated since the capsular bag dropped out. Hence removal and replacement surgery was performed. During the replacement surgery, cloudiness of intraocular lens (iol) was found. Replacement was performed due to dislocation and cloudiness of iol. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the patient's postoperative course after replacement was predictable and the postoperative outcome was normal.